Manufacturer narrative:
D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, inconsistent potassium results were seen between red top tubes and gold top tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Further clinical testing could not be performed as the lot number was unknown, therefore, bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-potassium). The affected lot/batch must be specified in order to perform clinical testing. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: erroneous results-potassium. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, inconsistent potassium results were seen between red top tubes and gold top tubes. No adverse impact was reported regarding the patient or user.